Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2018 with fall. Follow up with neurology, "observation and periodic neurological surveillance". Patient had several rib fractures. No further or additional information was provided.

Manufacturer narrative:
Section d4,h4: additional information manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, and the reported event could not be conclusively determined through this evaluation. The account reported that the patient was admitted on (B)(6)2018 for a fall which resulted in multiple rib fractures. A follow up with neurology was done and the patient was placed on observation and periodic neurological surveillance. Additional information later received stated that the fall was not believed to be related to the patient¿s lvad. The patient remains ongoing on heartmate ii lvas, and no further related events have been reported. The hmii lvas IFU lists all potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.